Manufacturer narrative:
(B)(4). The field service representative (fsr) confirmed the reported issue. The fsr plugged a voltmeter into the wall outlet and confirmed 115 volts(v) at the wall. He plugged in the base power cord and confirmed that power was not available to the roller pump heads and safety monitor. The fsr removed all pump heads and the delphin unit and observed that the power cord was not connected to the power strip inside the base. He reinstalled the connections of the power cord and checked resistance with the voltmeter and performed an electrical check. The fsr reinstalled all pump heads and delphin unit, plugged in base and performed functional checks of unit. The unit was left on overnight and the fsr followed up with the perfusionist in the morning before the next case. The unit operated to manufacturer specifications and was returned to clinical use. There will be no part return for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the system lost power to the base. The device was not changed out, as the customer by-passed the base power by plugging in the delphin unit and roller heads directly into a power strip from the wall power. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.